Event description:
It was reported that after cardiovascular surgery, the catheter was unable to maintain a stable blood temperature or injectate temperature during manual cardiac output (co) boluses. Clarification noted that the cardiac index was incorrect, blood temperature was not always correct and waveform was inconsistent with co/ci. Trouble shooting was performed by the clinicians by exchanging the co cables and injectate probes but the problem was not resolved until the catheter was exchanged for one in a different lot number. Treatment of the patient was based on manual calculations; no patient complications were reported.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe and contamination shield. One sealed unit was also returned with the used catheter. The thermistor read 36.9c when submerged in a 37.0 c water bath. Thermistor temperature reading accuracy is +/- .3c, per the vigilance manual. There were no open or intermittent conditions. The thermistor circuit was continuous. The thermistor connector was opened with no visible inconsistencies noted. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The sealed unit was tested and was found to read 37.0c when submerged in a 37.0c water bath. A review of the manufacturing records indicated that the product met specifications upon release. The complaint could not be confirmed during evaluation; no damages or defects were found during product evaluation. Although the cause of the complaint could not be determined during analysis, clinical factors may have contributed. No actions will be taken at this time.